Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to unknown reason. Additional information stated that the patient was seeking to get an magnetic resonance imaging (MRI) and needed a system to offer her that capability. The patient did very well postoperatively. Unable to return explanted product due to facility policies.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to unknown reason. Additional information stated that the patient was seeking to get an magnetic resonance imaging (MRI) and needed a system to offer her that capability. The patient did very well postoperatively. Unable to return explanted product due to facility policies.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to unknown reason.